Event description:
Same patient as MFR report #: 2134265-2009-02760 clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The procedure treated the first and second diagonals of the lad (left anterior descending) with a 2.75x16mm taxus liberte stent resulting in less than 30% residual stenosis. During the procedure, a dissection of the first diagonal occurred. The patient was asymptomatic.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.